Manufacturer narrative:
An electrogram (egm) was forwarded to technical services for review. Technical services discussed the egm presented like air bubbles. Since there were no further instances of noise hours after implant, the air bubbles had likely cleared. The patient will be followed on a normal schedule for monitoring and will also be followed via latitude. No adverse patient effects were reported. The available information suggests this device remains in service without additional complication. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) the patient received an inappropriate shock. The patient did not convert during initial defibrillation threshold (dft) testing. While waiting to attempt additional dft testing, the device charged and delivered a shock. Noise was noted on the right ventricular rate/sense channel. The device was charging for an additional shock, however the local area sales representative was able to divert the shock and program the device to tachy mode off. A few more instances of noise were observed after approximately 10 minutes. Once the noise was no longer observed, the lead measurements were checked and were acceptable. Dft testing was successful completed with a 31 joule shock.